Manufacturer narrative:
Should additional information becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00062. Related to MFR report # 2183959-2011-00064. Clinical study site 003. Subject 503. On (B)(6) 2008, a miniarc sling was implanted for treatment of urinary incontinence. The patient was seen at the 12 month follow-up visit and reported hematuria. A urine analysis was done and no treatment was prescribed due to the patient's voluntary withdrawal from the study, she did not want to come back for the 24 month visit.